Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 28-sep-2017. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("piece of essure on the left in front of uterine horn, removal of this piece/ piece broken "external fragment of device" were retrieved on abdomen/pelvis") and device dislocation ("piece of essure on the left in front of uterine horn, removal of this piece/ piece broken "external fragment of device" were retrieved on abdomen/pelvis") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bariatric surgery, multigravida, general anesthesia and parity 3. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 16 days after insertion of essure, the patient experienced dyspepsia ("digestive effects"). On (B)(6) 2012, the patient experienced arthralgia ("diffused joint pain"), arthritis ("joint inflammation"), myositis ("muscular (lumbar, cervical) inflammation"), back pain ("lumbar pains / backache"), neck pain ("cervical pain"), tendonitis ("tendonitis"), abdominal pain ("abdominal pain"), headache ("headaches"), migraine ("migraines") and fibromyalgia ("fibromyalgia") with myalgia. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), general physical condition abnormal ("general state alteration"), vertigo ("vertigos"), paresis ("paresis"), mobility decreased ("difficulties to move"), depression ("depression"), anxiety ("anxiety") and memory impairment ("memory disorders"). In 2013, the patient experienced ear infection ("otitis"), sinusitis ("sinusitis") and rhinitis ("rhinitis"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection"), cystitis ("cystitis") and fungal infection ("mycosis"). In 2014, the patient experienced vision blurred ("blurred vision"). In 2015, the patient experienced cardiac disorder ("cardiac effects"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("persistence of non-constant menorrhagia (after intervention)"), hair texture abnormal ("improvement of hair quality after intervention") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy with laparoscopy) and surgery (bilateral salpingectomy with laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, cystitis, fungal infection, arthritis, tendonitis, abdominal pain, headache, migraine, fibromyalgia, fatigue, general physical condition abnormal, vertigo, paresis, mobility decreased, depression, anxiety, memory impairment, cardiac disorder, vision blurred, ear infection, sinusitis, rhinitis, asthenia, arthralgia, myositis and menorrhagia was resolving, the urinary tract infection, back pain, neck pain, dyspepsia and hair texture abnormal had resolved. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, arthritis, asthenia, back pain, cardiac disorder, cystitis, depression, device breakage, device dislocation, dyspepsia, ear infection, fatigue, fibromyalgia, fungal infection, general physical condition abnormal, hair texture abnormal, headache, memory impairment, menorrhagia, migraine, mobility decreased, myositis, neck pain, paresis, rhinitis, sinusitis, tendonitis, urinary tract infection, vertigo and vision blurred with essure. The reporter commented: according to physician, the breakage was diagnosed on removal of essure. The piece broken was "external fragment of device". During removal of essure, an uncompleted device was found on left side. Scopy during surgery. Left horn drilling continued and removal with foam surgical pliers. The use instructions were respected. Essure was removed on (B)(6) 2017 with laparoscopy. The broken fragment were retrieved on abdomen/pelvis. The patient had no lesions. The breakage did not led to serious lesions for the patient in less favorable circumstances. After intervention, persistence of menorrhagia but constant, disappearing of general signs and improvement of life quality. Disappearing of urinary infection, lumbar/cervical/back pains, digestive effects. Improvement of hair quality. At the moment of this report, the patient's course is recovering. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. On unspecified date, the anatomic pathology examination found dystrophic reforming of tubal wall on contact with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 17-nov-2017 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 1942 cases. Device dislocation: the analysis in the global safety database revealed 2379 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Most recent follow-up information incorporated above includes: on 15-nov-2017: device breakage questionnaire was received: the breakage was diagnosed on removal of essure. The patient presented with asthenia, diffused joint pains, lumbar pains. The piece broken was "external fragment of device". During removal of essure, an uncompleted device was found on left side. Scopy during surgery. Left horn drilling continued and removal with foam surgical pliers. Essure was removed on (B)(6) 2017 with laparoscopy. The patient course: recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 28-sep-2017. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("piece of essure on the left in front of uterine horn, removal of this piece/ piece broken "external fragment of device" were retrieved on abdomen/pelvis") and device breakage ("piece of essure on the left in front of uterine horn, removal of this piece/ piece broken "external fragment of device" were retrieved on abdomen/pelvis") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bariatric surgery, multigravida, general anesthesia and parity 3. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 16 days after insertion of essure, the patient experienced dyspepsia ("digestive effects"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), back pain ("lumbar pains / backache"), headache ("headaches"), arthralgia ("diffused joint pain"), arthritis ("joint inflammation"), myositis ("muscular (lumbar, cervical) inflammation"), neck pain ("cervical pain"), tendonitis ("tendonitis"), migraine ("migraines") and fibromyalgia ("fibromyalgia") with myalgia. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), general physical health deterioration ("general state alteration"), vertigo ("vertigos"), paresis ("paresis"), mobility decreased ("difficulties to move"), depression ("depression"), anxiety ("anxiety") and memory impairment ("memory disorders"). In 2013, the patient experienced ear infection ("otitis"), sinusitis ("sinusitis") and rhinitis ("rhinitis"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection"), cystitis ("cystitis") and fungal infection ("mycosis"). In 2014, the patient experienced vision blurred ("blurred vision"). In 2015, the patient experienced cardiac disorder ("cardiac effects"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("breakage happened during removal"). On an unknown date, the patient experienced menorrhagia ("persistence of non-constant menorrhagia (after intervention)"), hair texture abnormal ("improvement of hair quality after intervention") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy with laparoscopy) and surgery (bilateral salpingectomy with laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menorrhagia, abdominal pain, headache, cystitis, fungal infection, arthralgia, arthritis, myositis, tendonitis, migraine, fibromyalgia, fatigue, general physical health deterioration, vertigo, paresis, mobility decreased, depression, anxiety, memory impairment, cardiac disorder, vision blurred, ear infection, sinusitis, rhinitis and asthenia was resolving and the complication of device removal, back pain, urinary tract infection, neck pain, dyspepsia and hair texture abnormal had resolved. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, arthritis, asthenia, back pain, cardiac disorder, complication of device removal, cystitis, depression, device breakage, device dislocation, dyspepsia, ear infection, fatigue, fibromyalgia, fungal infection, general physical health deterioration, hair texture abnormal, headache, memory impairment, menorrhagia, migraine, mobility decreased, myositis, neck pain, paresis, rhinitis, sinusitis, tendonitis, urinary tract infection, vertigo and vision blurred with essure. The reporter commented: according to physician, the breakage was diagnosed on removal of essure. The piece broken was "external fragment of device". During removal of essure, an uncompleted device was found on left side. Scopy during surgery. Left horn drilling continued and removal with foam surgical pliers. The use instructions were respected. Essure was removed on (B)(6) 2017 with laparoscopy. The broken fragment were retrieved on abdomen/pelvis. The patient had no lesions. The breakage did not led to serious lesions for the patient in less favorable circumstances. After intervention, persistence of menorrhagia but constant, disappearing of general signs and improvement of life quality. Persistence of non-constant menorrhagia. Disappearing of urinary infection, lumbar/cervical/back pains, digestive effects. Improvement of hair quality. At the moment of this report, the patient's course is recovering. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. On unspecified date, the anatomic pathology examination found dystrophic reforming of tubal wall on contact with essure. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-dec-2017 for the following meddra pts: device dislocation: n° 2760 (excluding this case). Device breakage: n° 2076 (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 4-dec-2017: physician stated that the breakage happened during essure removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm.this spontaneous case was reported by a physician and describes the occurrence of device breakage ("piece of essure on the left in front of uterine horn, removal of this piece") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bariatric surgery, multigravida, general anesthesia and parity 3. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspepsia ("digestive effects"). On (B)(6) 2012, the patient experienced arthralgia ("joint pain"), arthritis ("joint inflammation"), myositis ("muscular (lumbar, cervical) inflammation"), back pain ("lumbar pain / backache"), neck pain ("cervical pain"), tendonitis ("tendonitis"), abdominal pain ("abdominal pain"), headache ("headaches"), migraine ("migraines") and fibromyalgia ("fibromyalgia") with myalgia. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), general physical condition abnormal ("general state alteration"), vertigo ("vertigos"), paresis ("paresis"), mobility decreased ("difficulties to move"), depression ("depression"), anxiety ("anxiety") and memory impairment ("memory disorders"). In 2013, the patient experienced ear infection ("otitis"), sinusitis ("sinusitis") and rhinitis ("rhinitis"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection"), cystitis ("cystitis") and fungal infection ("mycosis"). In 2014, the patient experienced vision blurred ("blurred vision"). In 2015, the patient experienced cardiac disorder ("cardiac effects"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("persistence of non-constant menorrhagia (after intervention)") and hair disorder ("improvement of hair quality after intervention"). The patient was treated with surgery (bilateral salpingectomy with laparoscopy on(B)(6)2017). At the time of the report, the device breakage, cystitis, fungal infection, arthralgia, arthritis, myositis, tendonitis, abdominal pain, headache, migraine, fibromyalgia, fatigue, general physical condition abnormal, vertigo, paresis, mobility decreased, depression, anxiety, memory impairment, cardiac disorder, vision blurred, ear infection, sinusitis and rhinitis outcome was unknown, the urinary tract infection, back pain, neck pain, dyspepsia and hair disorder had resolved and the menorrhagia had not resolved. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, arthritis, back pain, cardiac disorder, cystitis, depression, device breakage, dyspepsia, ear infection, fatigue, fibromyalgia, fungal infection, general physical condition abnormal, hair disorder, headache, memory impairment, menorrhagia, migraine, mobility decreased, myositis, neck pain, paresis, rhinitis, sinusitis, tendonitis, urinary tract infection, vertigo and vision blurred with essure. The reporter commented: removal on (B)(6) 2017 (bilateral salpingectomy with laparoscopy - piece of essure on the left in front of uterine horn, removal of this piece. After intervention, persistence of menorrhagia but constant, disappearing of general signs and improvement of life quality. Persistence of non-constant menorrhagia. Disappearing of urinary infection, lumbar/cervical/back pains, digestive effects. Improvement of hair quality. Diagnostic results: on unspecified date, the anatomic pathology examination found dystrophic reforming of tubal wall on contact with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 04-oct-2017 for the following meddra pt: device breakage: n°1767 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.